Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/oct/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lump/nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implants leaking."

Event description:
Patient reported "a lump or thickening in or near the breast or in the underarm area". Patient later reported "implants leaking". The device remains implanted. This record is for the right side.